Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated atrial oversensing. Concomitant medical products: 0155 lead, implanted: (B)(6)2001. (B)(4).

Event description:
It was reported that the atrial lead exhibited high impedances, intermittent oversensing with decreased sensing, and inconsistent el evated thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.